Manufacturer narrative:
Section b5: the patient's previous driveline repair and use of an ungrounded cable is reported in MFR # 2916596-2018-05375. Manufacturer's investigation conclusion: evaluation of the submitted log files showed the pump struggling to maintain the set speed. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings appeared indicative of driveline damage; however, no damage was identified through the examination of heartmate ii lvas, serial number (B)(6). The submitted heartmate ii left ventricular assist device (lvad) log file showed the pump struggling to maintain the set speed on the power module with an ungrounded patient cable and external 14 volt lithium-ion batteries. These events were associated with low speed hazard, driveline disconnected, and low flow hazard alarms. The pump was returned assembled with the driveline cut approximately 4.5¿ from the pump housing, the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (bend relief, graft, and outlet elbow) was also returned attached to the pump. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut and bend relief hardware. Evaluation of the pump¿s blood contacting surfaces found depositions of loosely coagulated blood; however, there was no evidence of developed depositions or thrombus formations. The driveline was tested for electrical continuity and passed without issue. The driveline was disassembled and the individual wires were unwound and microscopically inspected and found to be unremarkable. The wires were then submerged in a saline bath for high potential testing to verify insulation integrity and passed without incident. The pump underwent cleaning, reassembly, and functional testing under load conditions using a test distal portion of driveline with a metal connector. Hydraulic qualification testing revealed that pump power and pressure values met manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. All hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had low speed events with pump stops on battery power with an unshielded patient cable. The account suspected a potential phase to phase driveline issue. The patient was unable to locate a memory card to download log files at the time. The account provided x-rays for analysis. X-rays were unremarkable. Log files were provided. The patient had already had a driveline repair. A review of the log files noted several pump stops and low speed advisories throughout the event history on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to be occurring on both power module and battery power, confirming a phase to phase short. A second driveline repair could not be completed as a driveline repair had already been done. No other unusual events were noted in the log files. The patient underwent a heartmate ii to heartmate 3 pump exchange on(B)(6) 2020 due to driveline damage. The pump was to be returned.